Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the mesher metal slotted tray or comb needs replacement and the gog wheels do not align. The timing of the event is unknown, however, there is no report of harm or delay. No adverse events were reported as a result of this malfunction. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged and the unit was out of calibration. The comb, gears, and carrier guide were replaced and the unit was calibrated to resolve the reported issue. It was noted that the device has not been regularly returned for annual pm. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.